Manufacturer narrative:
Per the tandem user guide: do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line. Reportedly, customer used off label insulin. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 290 mg/dl.